Event description:
It was reported that the wake button was not working. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Technical support instructed the customer to plug the pump into a power source, which turned the screen on. However, it was concluded that the pump required replacement. The customer continued to use the pump for insulin therapy.